Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open laparoscopy, on a side-by-side anastomosis in the bowel, the stapler was able to fire and there was poor staple formation. It was reported that a leak test was performed on the initial procedure to check for staple line patency. This case was the unexpected result from an unknown free air leak caused at the staple line at the side-by-side anastomosis. Twenty percent of the second staple line was separated when they did the open exploratory laparotomy. When manipulating the tissue to examine the dehiscence the remaining of the staple line completely separated from the tissue. The staple line was incomplete distally. The patient had to have a temporary colostomy and was hospitalized. There was an unanticipated tissue loss. The surgical time was extended by thirty minutes or more due to the product problem. The incision was extended by more than one inch. There was patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.